Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, a missing end cap sticker and a cracked reservoir tube near the reservoir tube window. No moisture damage was found inside of the insulin pump.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 104 mg/dl. Customer stated that his keypad was unresponsive. It was found that the pump was exposed to moisture over time. Customer stated that the pump was exposed to sweat and shower water. Customer reported that he was working outside and the case of the pump got soaked. Customer stated that the pump was also in the shower on the ledge. Button error alarm was present in history at or around the time that the pump was exposed to moisture. Insulin pump will need to be replaced. No additional information provided.